Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. The patient described the area as a painful red open blister. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics for the skin irritation. Follow up indicated that the skin irritation improved